Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. Logfile review for the day of treatment shows the energy check and the ablation check were performed successfully without issue. The user used energy settings which are also within the defined recommended arrangement of pulse energy. During the complete day the user performed the energy check in the required time range and the energy was stable with no abnormalities. So no technical problems or deviations could be identified by the logfile review. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer reported two incomplete flaps during lasik flap creation. Additional information has been requested.